Manufacturer narrative:
Approximate age of device ¿ 1 day. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during implant of the lvad on (B)(6) 2018, there was evidence of mediastinal clots, but there was no active bleeding. Diffuse bleeding from surgical raw areas, evidence of some bleeding from the aortic anastomosis with the outflow graft suggestive of diffuse coagulopathy. A washout was performed, and hemostasis was obtained, and the patient¿s chest was closed. The patient was also given a blood transfusion.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The account communicated that during implantation bleeding reportedly occurred at the aortic anastomosis. The patient received a blood transfusion and chest washout and hemostasis was obtained. The issue reportedly resolved on 30apr2018. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.